Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an aneurysm of common iliac artery. The proximal neck was 22.2 and 19.5 mm in diameter and 60 mm in length. The proximal aortic neck angulation was 120 degrees. The right femoral artery was 11.6 mm in diameter; the left femoral artery was 12.7 mm in diameter. It was reported that intra-operatively, when the physician was cannulating on the contralateral side, a dissection occurred in the contralateral external iliac artery (eia) during the cannulation with a radiofocus guide wire. The physician had planned on deploying the stent graft in the eia. The entry of the dissection was successfully covered with the contralateral limb. The cannulation was completed and the contralateral limb was implanted successfully. The ipsilateral limb was implanted and the contralateral limb was extended to right eia. At the end of the procedure, type ia and iii endoleak were confirmed on angiogram. The patient will be monitored by their physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4) results: inherent risk of procedure (dissection, endoleak); failure to follow instructions (implanting a stent graft in the highly angulated aortic neck); patient's condition affected effectiveness of device (aortic neck angulation was 120 degrees). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation was 120 degrees); operational context contributed to event (implanting a stent graft in the highly angulated aortic neck).